Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported right heart failure and patient outcome could not be conclusively determined during this evaluation. A cause for these events could also not be determined. Heartmate 3 left ventricular assist system (lvas), serial number (B)(4), was not explanted for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 1 "introduction" of the heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including right heart failure and death. Section 6 ¿patient care and management¿ states that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. This document cautions the user that right heart failure can occur following implantation of the pump it also lists typical treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2021 due to right heart failure. Although the death was not considered to be device related and the device reportedly operated as expected, the right heart failure developed post implant.